Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not required.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 106 mg/dl. Customer suspected cause of occlusions was due to tubing being twisted as the occlusions were resolved by unwinding the tubing, clearing the alarm, and resuming insulin therapy on the pump.